Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's audible tones were no longer working. The reporter confirmed that the vibratory features were still working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2015 with the following findings: the pump¿s audible tones were inoperable during investigation. The pump casing was opened and the piezo contacts were misaligned. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn but the button was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.